Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 345 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported the pink slide did not move forward, which indicates a needle mechanism failure occurred. When removed from the infusion site (abdomen), the pod's cannula was found bent. Ketones were also checked and the results were negative. As treatment, a bolus was delivered. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
Blood was observed in the distal tip of the soft cannula. No bends, kinks or damages were observed on the soft cannula. A leak test was performed and no leakages were observed along the entire fluid path. The blood in the distal tip of the soft cannula did not prevent fluid from exiting the soft cannula; fluid was observed passing through the fluid path and exiting the distal tip of the soft cannula with no issues. The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. The download data shows an 0x33 alarm was generated during the run. No timeouts or drive stalls were present. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered, and the rerun did not generate the 0x33 error code observed in the original data.